Event description:
Two patient samples with discrepant troponin t results. Patient 1, tested (B)(6) 2007, initial result 0.146 ng/ml. Same sample repeated gave result of <0.01 ng/ml. Patient 2, tested (B)(6) 2007, initial result 0.199 ng/ml. Same sample repeated three times gave results of 0.048, 0.053, and 0.051 ng/ml. If additional information is received, appropriate notification will be provided.